Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, allegation of foreign objects in biopsy tubing was not confirmed. The allegation of burrs was confirmed due to the channel tube being scratched. In addition, due to a scratch on the switch box, water tightness was lost. Due to wear of switch button 1, water tightness was lost. Due to damage on channel tube, forceps could not be inserted smoothly. The plug unit had corrosion. The protector of universal cord on scope connector side was damaged. The image guide protector was damaged. The light guide lens had a chip. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A customer reported to olympus, the evis lucera elite colonovideoscope had biopsy tubing jams, burrs, and foreign objects in the biopsy tubing. The event occurred during a diagnostic enteroscope. The procedure was completed without delay, using the same set of equipment. There was no report of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that a foreign object was attached to the forceps channel, but the foreign object could not be identified. Due to leakage from the switch box, proper reprocessing may not have been possible and the foreign matter may not have been removed. The detection method is described in the instruction manual gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Prevention measures are described in the instruction manual gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.